Event description:
Two events on same patient and same catheter- a second kit was opened to use a second connector: first event approximately one month ago: event description: at around 0500, I had done the spinal drain check and noticed it was disconnected at the metal piece that connects to the patient. I notified the neurosurgery intern immediately and the neurosurgery resident came in to assess and reconnect. A new spinal drain was set up and connected. The patient had no neuro changes. Second event on the following day, approximately at 2300. Event description: during hourly spinal drain site checks, the spinal drain had disconnected from the patient. The small metal piece is where it disconnected from. The drain was clamped and neurosurgery intern and resident were notified immediately. The patient had no neuro changes through the night. A new spinal drain system was set up and md reconnected.